Event description:
The product was used during a valve replacement. Reportedly, six hours post-operatively, the pt was sat up to extubate. Blood started to drain into the chest tubes and the pt's condition deteriorated. The incision was re-opened in the room and the surgeon could not get access to the bleeding. Resuscitation was unsuccessful and the pt expired.

Event description:
A warm autopsy was done by the surgeon. His findings were the surrounding tissue was intact, no pull through of the suture seen. It appeared that the suture broke away from the knot. Also, as the staff was removing the towels from the wound(in the cv-ICU), a piece of suture was found on one of the towels and discarded. Further information was obtained from the operating room director.